Event description:
Patient developed symptoms of wheezing, coughing, shortness of breath immediately following obturation with the endorez product. Patient was rushed to hospital and diagnosed as an allergic reaction. Patient was treated and released. Patient has had a full recovery.